Manufacturer narrative:
Follow-up # 1 ¿ (12/01/2014). The lay user/patient¿s meter has been returned on 10/21/2014 and evaluated by lifescan product analysis on 11/20/2014 with the following findings:the meter involved with this complaint failed testing. The meter was found to have a low/dead battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014 the reporter contacted lifescan USA alleging that the subject meter would power off during use. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.